Event description:
It was reported that pump had intermittent plunger sensor failure upon post. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and the battery was missing. A review of the event history log identified check syringe plunger sensor error. During functional testing using multiple flow and occlusion test the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger printed circuit board for preventive.